Manufacturer narrative:
No kinks or bends were identified on the exposed portion of the cannula. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. No signs of a fluid path occlusion were found. Data was unable to be downloaded from the device. A "connection failed" alert was obtained while attempting to download the data. Investigation was paused for 80 hours, but a "no pod found" alert was still present. No damage could be found on the pcb that would lead to a failure to download the data, so the cause of the inability to download could not be determined. Cracks were observed on the top housing.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 350 mg/dl, while wearing the pod between 4 and 24 hours. The pod¿s cannula was found bent, while wearing it on the arm. For treatment, the parent changed out the pod and gave a correction bolus. The ketones were tested and there were trace amounts detected.